Event description:
It was reported that before use on a patient, after opening the product, is there hair in the included statlock packaging was mixed in. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4 fr single lumen groshong nxt clearvue kit tray. The components were inspected and a hair-like fiber was observed in the sealed statlock package. Microscopic inspection of the statlock confirmed the presence of a hair-like fiber. The hair-like fiber was observed to be underneath the retainer. The presence of a hair-like fiber likely occurred during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that before use on a patient, after opening the product, there is a hair in the included statlock packaging was mixed in. There was no reported patient injury. No other information was provided.